Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that yesterday, they went to have an EKG and was able to turn their right implant off, but when they tried to communicate with the left implant multiple times, they could not communicate with it. Their reason for the call was to invite a local manufacturer representative (rep) to their next EKG appointment in three weeks. They mentioned they had a bone graft procedure on their right wrist recently, and preferred to have the rep do troubleshooting in person instead of over the phone. The rep role was reviewed and they were redirected to their healthcare provider (hcp).